Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was scheduled to see a representative on (B)(6) 2018. The patient was being scheduled for a nerve block of the cervical area. They could not synchronize the unit and they were led through programs. The loss of stimulation, cervical pain, and inability to adjust stimulation and bent wire were resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 3998, lot# va02j9h, implanted: (B)(6) 2013, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 28-aug-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported stimulation quit, the patient¿s hands are curling and turning blue and she had pain in the cervical area. The patient had tried ice and heat. The patient¿s husband had tried to use the patient programmer and could not increase and could only decrease. They synced with the patient programmer and it showed stimulation off. The patient had a fall 2 months ago (in 2018) and had a subdural hematoma. A cat scan was performed, and the healthcare provider indicated that one of the wires were bent. It was further reported that the patient had a surgery for her nose and after the surgery the ins was turned back on. The patient was redirected to their healthcare provider and healthcare provider listings were sent. No additional complications were reported/anticipated. Omitted information related to (B)(4)¿ wires deteriorating.